Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four months post filter deployment, CT revealed right lower lobe pulmonary embolus. Subsequently few days later, CT revealed a filling defect within the distal right main pulmonary artery extending into the right lower lobe segmental pulmonary vasculature compatible with a pe. Approximately eight years later, a lumbar spine radiograph revealed the presence of a filter leg in left lower lung. Approximately one year later, CT revealed six prongs perforating the ivc. Coronal images show a 9 degree filter tilt and sagittal image shows a 6 degree tilt. Approximately four months later, the filter was retrieved successfully. The explanted filter was examined and 6 long legs were found to be intact aside from bending of one of the long leg feet. Of the expected 6 short filter legs, only four and a half were present. Fluoroscopy of the retro peritoneum in the region of the filter revealed the fractured half of the short leg in place. Unsuccessful attempts were made to retrieve the fractured struts in retro peritoneum and left lower lobe segmental pulmonary artery. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc, material deformation. However, the investigation is unconfirmed for filter tilt as the medical record states only 6-9 degrees tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011), (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and embedded in wall of the ivc, strut was bent and perforated into organs. The device was removed percutaneously. It was further reported that the detached struts retained in retroperitoneum and left lower lobe segmental pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four months post filter deployment, CT revealed right lower lobe pulmonary embolus. Subsequently few days later, CT revealed a filling defect within the distal right main pulmonary artery extending into the right lower lobe segmental pulmonary vasculature compatible with a pe. Approximately eight years later, a lumbar spine radiograph revealed the presence of a filter leg in left lower lung. Approximately one year later, CT revealed six prongs perforating the ivc. Coronal images show a 9 degree filter tilt and sagittal image shows a 6 degree tilt. Approximately four months later, the filter was retrieved successfully. The explanted filter was examined and 6 long legs were found to be intact aside from bending of one of the long leg feet. Of the expected 6 short filter legs, only four and a half were present. Fluoroscopy of the retroperitoneum in the region of the filter revealed the fractured half of the short leg in place. Unsuccessful attempts were made to retrieve the fractured struts in retroperitoneum and left lower lobe segmental pulmonary artery. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc, material deformation. However, the investigation is inconclusive for filter tilt as the medical record states only 6-9degrees tilt was observed. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached, tilted, embedded in wall of the ivc, strut was bent and perforated into organs. The device was removed percutaneously. It was further reported that the detached struts retained in retroperitoneum and left lower lobe segmental pulmonary artery and the patient reportedly experienced lower back pain and pulmonary embolism post implant; however, the current status of the patient is unknown.